Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that during an emergent situation, a consumer received a blood glucose reading of 126 mg/dl on his blood glucose meter when compared to readings of 43 mg/dl and 48 mg/dl on paramedic's blood glucose meter. The consumer was treated for low blood sugar. The meter will be returned for evaluation.